Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91154394 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).

Event description:
On (B)(6) 2022, genmark was advised of unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. A single sample was run on the cepheid genexpert xpress-cov-2-flu-rsv-pluss assay which generated negative results for all targets. Due to patient symptoms, the sample was run on eplex rp2 panel which generated positive results for human rhinovirus/enterovirus and sars-cov-2. Data was analyzed per internal procedures confirmed robust signals were generated for all internal controls and there was signal detected for sars-cov-2 and for human rhinovirus/enterovirus. Genmark was advised the patient was admitted and isolated according to covid protocols, consistent with the respiratory symptoms.